Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the patient was undergoing a neurovascular procedure. The procedure could not be performed with the allura system and the patient was moved to another room where the procedure was completed. This resulted in a delay of approximately 30 minutes. A philips engineer inspected the system onsite and analyzed the logfile, and identified a connection problem with the x-ray generator caused by the central processor of the x-ray generator (cube assy). The cube assy was replaced after which the system was returned to use in working order.

Event description:
It has been reported to philips that during an emergency treatment the system could not generate x-rays. No harm to the patient has been reported to philips. Philips has started the investigation of the complaint.